Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective esm board and display cable. Correction: replacement of the defective components.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to improperly connected display cable.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to improperly connected display cable.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective esm board and display cable. Correction: replacement of the defective components. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.